Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4). Description: coveredge 32, 50 cm 4x8 surgical lead the explanted lead was not returned to bsn. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing residual stimulation. It was believed that the lead was causing the patient to feel residual stimulation. Device malfunction was suspected. The patient underwent an explant procedure.

Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. The complaint was not verified. The ipg was investigated with known good test leads. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing residual stimulation. It was believed that the lead was causing the patient to feel residual stimulation. Device malfunction was suspected. The patient underwent an explant procedure.